Manufacturer narrative:
Further information and the return of the product have been requested. Investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed.

Event description:
It was reported that after having placed the picco catheter femoral a crack of about 0,5 cm was found in the luer lock connection, which could not be tightened. The catheter was exchanged immediately. No harm or clinical consequences occurred. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The returned product was investigated. The described crack could be confirmed by visual inspection. The clear and brittle appearance of the crack as result of the stress test indicate the use of organic disinfectant. On the basis of the investigation results the root cause is seen in an handling error during use by using organic disinfectant. As the IFU states: "usage of organic solvents for cleaning and disinfection may damage the catheter and lead to leakiness.¿ this is supported by information provided by the customer. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue.

Event description:
Manufacturer reference #: (B)(4).